Manufacturer narrative:
(B)(6). (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, the implant broke inside the patient. Both rod segments remained in service. Patient suffered back pain. During revision surgery both have been connected with an additional rod and lateral connectors. An anterior support with cement was created additionally. Surgeon mentioned that the cocr rod was probably too stiff and that there was a missing anterior support on l1. The patient had achieved partial fusion on the lumbar levels but the fractured l1 (the level without screws) was unstable.

Manufacturer narrative:
X-ray analysis: pre-op and intra-op ap/lateral vies provided. S/p stabilization of l1 burst fracture there is a unilateral rod fracture. Contributing factors are failure of fusion one year post ¿op in this osteoporotic (B)(6) year old. Root cause: patient factors.